Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that "the blue sealing cap was broken at the opening moment." Covidien has requested further details related to this report. The caller reported that extubation and reintubation of a replacement tube was required. The tube was replaced without incident.